Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient passes out for long periods of time. It is unknown as to whether this is due to the device or not. The device remains in use. No further patient complications have been reported as a result of this event.